Event description:
It was reported by service report that the ground prong on the power cord was broken off. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.